Manufacturer narrative:
Device was discarded by user. No evaluation possible.

Event description:
During use of vaginal speculum, it broke when in situ. This led to a small laceration to the patient's vaginal wall. No intervention required.